Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified posterolateral branch. A 2.25 x 8 synergy¿ drug-eluting stent was advanced but failed to cross a previously placed stent in the proximal left anterior descending artery (lad). During attempts to make the device cross, it was noted that the proximal edge of the stent was on the stent delivery system (sds) marker and was found to have shifted. The procedure was completed with a different device. No patient complications were reported.